Event description:
Spontaneous. Pt reported that the that pump would not work. The pump was giving unspecified error messages, and even after calling the specialty pharmacy, the home health care nurse eventually infused by gravity. The patient's home health care nurse is on vacation, but the patient is due to infuse next week. We will send new pump and pump return box. No missed dose reported. No adverse event reported. Replacement being sent. All known information is contained on this form. Reported to cvs/caremark by pt/caregiver.